Event description:
It was reported that: when attempting to advance the catheter over the wire, the catheter kinked on itself and would not pass over the wire easily. The clinician aborted the insertion, removed the guidewire and catheter and completed the insertion with a pediatric central line. Catheter was saved. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: when attempting to advance the catheter over the wire, the catheter kinked on itself and would not pass over the wire easily. The clinician aborted the insertion, removed the guidewire and catheter and completed the insertion with a pediatric central line. Catheter was saved. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. The customer returned one 2-l cvc catheter for evaluation. Definite signs of use were observed. Visual analysis revealed a slight bend towards the distal end of the catheter. The appearance of the kinking appears consistent with undue force applied during use. No defects/anomalies were observed with the catheter integrity. The catheter body length measured 5 1/8" via calibrated ruler, which was within the specification limits of 4 13/16" - 5 3/16" per the catheter product drawing. The catheter body outer diameter measured 0.05625" via calibrated micrometer, which was within the specification limits of 0.054" - 0.058" per the catheter extrusion product drawing. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A lab inventory guide wire was inserted through the catheter. Resistance was encountered but the guide wire was able to pass completely through the assembly. When passing the lab inventory guide wire, minor resistance was experienced. Biomaterial was observed on the guide wire once advanced. Once the biomaterial was removed, the guide wire passed with little to no resistance. Although biomaterial was observed within the catheter, the kinking occurred "when attempting to advance the catheter over the wire". Therefore, application of undue force more likely caused or contributed to the event. The IFU provided with this kit informs the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines." A device history record review was performed based on a potential lot identified from a sales history review, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.